Event description:
Pt admitted on the basis of worsening menorrhagia. Pt wanted conservative surgical management in lieu of hysterectomy. When the first catheter was utilized, preparations were made, the pressure was stablized, and the pre-treatment heating of the catheter performed flawlessly, and according to manufacturer's recommendations. However when the treatment phase of the cycle began the wire broke and the plastic tubing became coiled. Given the malfunction the computer shut down appropriately. Another catheter was obtained and process was started all over and the treatment cycle was activated. In this instance the catheter failed to heat and the computer shut down, it seemed these were two distinct failures which at no time during the surgery did rptr have any concern pt's health was compromised or threatened in any way. This is called uterine balloon therapy by therma choice. Pt was discharged the same day.